Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data information regarding the reported incident of anxiety, burning, & itching during hemodialysis treatment. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During a follow up for a similar event, a hemodialysis clinical manager reported, the patient had experienced burning and itching approximately 1.5 hours into her hemodialysis treatment. According to the clinical manager, the patient received "benedryl and solumedrol" at that time with good effect. She did not require hospitalization and the symptoms abated once the dialyzer was changed. The sample was discarded.